Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired the clip did not close and it fell down from the jaws. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.